Manufacturer narrative:
Patient's weight unknown/ not provided.

Event description:
It was reported that the unknown biomet abutment screw fractured inside the implant (xifnt410) and could not be removed. It was also reported that they had to remove the implant.

Manufacturer narrative:
One osseotite implant was returned for inspection. A visual inspection revealed signs of wear at the top portion, and the threaded region is damage. The internal drive feature is confirmed to contain the reported fractured screw, which was too badly damaged to be removed. The alleged complaint is therefore confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. A root cause for the complaint could not be determined.

Event description:
No further event information available at the time of this report.